Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a reservoir was used. During the procedure, the exit port plug of reservoir was obviously loose. The reservoir was used while being secured with tape. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was the reservoir used with the adapter included with the corresponding blake drain? Unk was the connection issue noticed before activating the reservoir? Unk. Did the reservoir function properly upon first activation? Unk. If yes, how long after the first activation happened did the issue occurred? Please verify if the connection was loose between the adapter and reservoir, or the drain and the adapter? Unk. - if no, how many reactivations were performed when issue was noticed?

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product sample received for analysis. Machine welding around the ports was inspected and it was found in good condition. It was reviewed if there was melting on the exit port that could affect its diameter but exit port and entrance port were in good condition. Exit and inlet tubes were verified on sample received, tubes was compared with other samples and had the correct length, in addition during manufacturing process tubes are cut using a fixed fixture to provide the appropriate dimension. The exit and inlet ports of sample provided for evaluation were also visually verified, it could be observed the cut of the tubes were even (straight) and the plugs fit correctly into the tubes. Therefore, is considered these machine factors do not contribute to the reported complaint defect. Material incoming inspection records for the tubes used in the exit port of lots of the reported complaints were reviewed and no issues were recorded, all characteristics evaluated pass the acceptance criteria. Therefore, it is considered that this material factor does not contribute to the reported complaint defect. Man in accordance with instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and it is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.